Event description:
It was reported that needle precisionglide 18x1-1/2in was missing label information. The following information was provided by the initial reporter: it's missing the batch description and exp date. According to the photos sent by the customer, it is possible to verify the absence of bar codes and product catalog as well.

Manufacturer narrative:
H6: investigation summary: a DHR was performed maintenance records and quality notifications were performed and no deviations were found for this batch. The photos made available by the client for evaluation allowed an investigation to be made and the root cause for the incident to be determined, although the failure is considered punctual. The root cause for this mode of failure occurred due to a failure in the machine that makes the carton marking, it records the traceability of the lot in the packaging. As it was a small quantity, it ended up not being detected by the associate involved in the process. The incident identified from this complaint will be monitored for evaluation. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle precisionglide 18x1-1/2in was missing label information. The following information was provided by the initial reporter: it's missing the batch description and exp date. According to the photos sent by the customer, it is possible to verify the absence of bar codes and product catalog as well.